Manufacturer narrative:
Submit date: 10/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states that there is a line inside the syringe that causes air bubbles to occur when attempting to fill the syringe.